Event description:
One of the monitors stopped working. It has been reported to philips that one of the monitors stopped working. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that one of the monitors stopped working. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue.